Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty in signal acquisition due to dampened pressure waveform possibly due to reduced blood flow past the sensor. The patient was evaluated and no clinical changes were observed. No significant findings were observed in CT pulmonary angiogram. A representative tried troubleshooting with multiple external units to no avail. Healthcare professional was advised not to use readings for further clinical evaluations. Healthcare professional is not seeking further testing at this time and will treat patient based on symptoms not with use of readings.

Event description:
Additional information received identified readings were evaluated and the waveforms were still dampened. CT angiogram performed by physician indicated no evidence of pulmonary embolism.

Event description:
Additional information received identified the patient is no longer transmitting the readings and is not being treated based on sensor readings.